Event description:
Door lock on isolette did not "catch." The following is the rn's account from the neonatal progressive nursing unit: "at approx 0830 I responded to a monitor alarm and when I walked to bed, saw no infant in bed. When I got to other side of isolette, infant was lying prone on floor, awake, not crying. Leads were hanging out of door. All other locks on isolette were secure. Placed infant back in isolette. Temp 36.3 axillary; bp 87/47, heart rate 180, resp rate 30. Infant awake, moved all extremities, sucked on hand. Immediately called physician and house supv." Physician thoroughly examined infant; no sequelae. Parents notified, came and examined baby themselves. Rns have had trouble before with the locks not "catching" on these isolettes.